Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Corrected event description. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on december 27, 2018, during a prodisc case, an unknown custom parallel distractor was broken during use. It was noted there were no fragments generated. There's no patient harm. The reported event added one (1) minute to the procedure. The procedure was successfully completed with no other medical intervention required, and the patient outcome was reported as good/unaffected. This report is for an unknown parallel distractor.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) unknown -reduction/retraction/distraction instruments: spine.

Manufacturer narrative:
Patient ID: (B)(6). 510k: this report is for an unknown parallel distractor/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during a prodisc case, an unknown custom parallel distractor was broken during use. It was noted there were no fragments generated. There was no surgical delay. There's no patient harm. The procedure was successfully completed with other medical intervention required, and the patient outcome was reported as good/unaffected. This report is for an unknown parallel distractor. This is report 1 of 1 for (B)(4).